Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6)used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The case files were not submitted for review. However, the "system console is bad" error message occurred after the reported "robotic drill cable disconnected" error, making the reported complaint a likely occurrence of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, on the first case after the new software upgrade was successfully installed, after set up and calibration, a critical error message, and a "system console bad" error were displayed. It was also noted that on the final attempt, during re-calibration, the unlock bur and power button in the top left corner were flashing on and off, not allowing the user to proceed, but then the error resolved itself. The procedure was diverted to manual instruments, nonetheless. Surgery was not delayed more than 30 min. No other complications were reported.